Event description:
It was reported that the user experienced recurrent hypoglycemia, including nocturnal and early morning lows, and a prolonged low glucose episode with nadir of 53 mg/dl despite prior guidance and a factory reset. Symptoms included hypoglycemia. Outcomes included urgent low glucose and low glucose events. Troubleshooting and education were completed, including review of low-glucose treatment approach, with the user reporting measured carbohydrate intake and waiting between treatments. Investigation included case review and consultation with clinical support. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.